Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in an 87-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of coronary artery disease (cad). This was an independent impella cp insertion performed in the setting of a bailout pci. Access was obtained on the right side, and the sheath was upsized to a 14f peel-away sheath. The lv was wired in normal fashion, and a 0.018 wire was placed without issue. Staff reported the impella cp was primed without issue and backloaded in normal fashion. They noted no issues with advancing the impella through the sheath; however, the catheter became kinked somewhere in the vasculature past the sheath exit. The pump was successfully delivered into the heart, but the kink in the catheter resulted in less-than-expected flows in auto. The physician made the decision to replace the impella cp with another impella cp. The device was removed and successfully replaced.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The root cause of the catheter kink was most likely patient condition related owing to the kink occurring in the patient's vasculature indicating a patient related issue. The root cause of the low or blocked pump flow was most likely patient condition related owing to the kink occurring in the patient's vasculature which in turn caused low pump flow based on the provided clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in b1. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the expiration date, lot, serial and primary UDI number have been updated.